Event description:
It was reported, a 27m-101 mechanical valve which was implanted in 1990, was explanted in 2007, due to pannus ingrowth on the valve. The surgeon did not feel the pannus was caused by the valve. A 27mj-501 was then implanted; the patient was weaned off cardiopulmonary bypass, but could not sustain a blood pressure despite maximum pharmacological intervention and an intra-aortic balloon pump i.e., cardiogenic shock. The patient expired on the event day.